Manufacturer narrative:
(B)(4). Evaluation summary - the analysis results showed that the device was received in good visual conditions and with the original cartridge returned loose inside the bag. The cartridge was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during colon resection procedure, the device was fired completely, but the staples did not come out of the device. Another device was used to complete the case with no patient consequence.